Event description:
Treatment of an ica aneurysm. It was reported that the proximal end of the pipeline did not open after deployment. Multiple attempts were made to open the proximal end and an alligator was used to retrieve the pipeline but without success. It was reported the patient experienced right hemiparesis with visual trouble and is recovering day after day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).